Event description:
Customer's mother reported having issues with the insulin pump. She stated that they were receiving alarms and the device died. Blood glucose of the customer is 444 mg/dl. She will be doing manual injections. Customer stated the drive support cap is protruded. Advised customer to discontinue with the device and revert to back up plan according to healthcare provider's instructions. The insulin pump need to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.